Event description:
Baker grade was reported to be a iii.

Event description:
Healthcare professional reported a left side "infection" and "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results was found to be acceptable they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2017 through (B)(6) 2019, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are infection and capsular contracture, baker grade, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "infection" and "capsular contracture," baker grade unknown. Device has been explanted.